Manufacturer narrative:
Submit date: 03/19/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/05/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter hub cracked a few weeks after placement. Patient had the catheter placed in 2009, and it was removed and replaced the same month.